Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise and caused inappropriate ams episodes. No intervention was performed. No patient condition was reported.